Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 06/17/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device with the seal in a open deployed state. No visual defects were observed on the intact seal. An investigation was conducted on 06/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with seal outside the delivery device was returned for evaluation. The white plunger was fully depressed and the blue safety lock off. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube. Based on the photographic evaluation as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000466176 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure .

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) seal no. 4 came out with the delivery device during insertion into the aorta, and the seal did not remain in the aorta.

Manufacturer narrative:
(B)(4). Event site name: (entered here due to limited space) - (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.